Event description:
According to provided picture of log files, technical error codes indicating power error were generated. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The claimed issue was not reproduced during troubleshooting. According to received information during communication with fse, no part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error 2 (power failure minus 12 volts too high alarm) shall be triggered when 12 v supply is more than 10.8 v for more than three seconds. The monitoring subsystem shall when the 12 v supply is more than 10.8 v for more than three seconds activate the signal disable_valves.l and deactivate the disable_valves.l signal when the supply is less than 10.8 v. Technical error 3 (power failure 12 volts too low alarm) shall be triggered when 12 v supply is lower than 10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l for at least six seconds, when the 12 v supply is lower than 10.8 v for more than three seconds and deactivate the disable_valves.l signal when the supply is more than 10.8 v. The issue investigated herein was not reproduced and no parts required replacement. Therefore, the cause of the failure was not established.

Event description:
Manufacturer's ref. #: (B)(4).